Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was admitted to hospital due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. Customer's blood glucose level was 249 to 536 mg/dl at the time of hospitalization. The customer was treated with insulin drip at the hospital. Customer also reported that they had issue with insulin pump. Customer had cold. Insulin pump received replace battery now alarm when he put new battery in insulin pump. Customer checked insulin pump's history and found failed battery alarm. Customer declined to troubleshooting he just wanted the clip. It was unknown if the customer was using auto mode or not. Insulin pump will be returned for analysis.